Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had a button error alarm and the screen was blue. The customer's blood glucose level was 419 mg/dl at the time of the incident. The customer¿s other blood glucose was 295 mg/dl. It was reported that the bolus option on the screen and scrolled without the customer's help. The customer declined treatment and changed set out, took bolus and waited an hour and half again. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. However, device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing.